Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97745bp, serial/lot #: (B)(6), b3: date is estimated; month and year are valid. H3: analysis of the battery pack (s/n (B)(6)) revealed that the battery was out of elec. Specification. Failed cycle count should be <(> <<)>150 reads 457, failed state of health should be >=88% reads 85%, failed full charge capacity should be >1350mah reads 1201mah. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated it will not work. Patient clarified the controller is not charging patient stated she has not been able to charge the implanted neurostimulator for the last 2 days. Pt stated that the controller will power up when connected to ac power w/o the li battery but when pt put the li battery back in there is no green light flashing and when pt disconnects ac power cord the controller goes blank. Patient has tried to reset the controller but that did not resolve the issue. Pt verified there is no visible damage to the controller battery pins or the li battery pins. Patient service specialist is sending a request to the repair department to replace the controller and the li battery pack. Patient (pt) called back stating they received controller and battery pack replacement from this case but when they try to charge the implant, controller goes blank. Agent had pt reset controller and plug into ac power supply with no battery pack - pt had to use another outlet and then screen appeared. Battery pack was reinserted and pt saw green flashing light. Agent had pt start implant charge session and pt had to update date and time. Pt then saw no device found screen; pt tapped recharge and then saw controller at 100% and implant in red recharging excellent. Agent reviewed controller screen will go dim/blank during recharging. Pt used up/down arrow and screen reappeared. Pt stated they have not been able to use the therapy since friday night and they can barely walk. Pt confirmed they know how to turn therapy on. Pt called back in and stated she is still having issues when she tries to charge the ins with the new controller. Pt stated the new controller will connect and charge from ac power but as soon as she connects the rtm cord the controller screen will go blank / unresponsive. Pss is sending a request to repair for the rtm cord.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.